Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation confirmed a type 3b endoleak, an occlusion of the limb stent and an occlusion of the main body stent. The most likely cause of the compromised stent graft integrity of the main body stent was the use of strata material within an area with protruding calcifications and an unintentional user-error due to the aggressive angioplasty with a large diameter balloon during implant. The most likely cause of the occlusion with in the device of both the main body and right limb stent was the off-label iliac anatomy due to a focal stenosis of the right aorto-iliac junction (off-label product use condition). A secondary intervention was completed, the physician elected to complete an aui fem-fem bypass. The patient was discharged home on the first post operative day, in stable condition. The devices remain implanted in the patient and were not available for further investigation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a limb extension. On (B)(6) 2017 a computed tomography (CT) showed a type 3b endoleak of the main body a limb occlusion was also identified. The physician is planning to reline the to seal the type 3b endoleak. The patient has been scheduled for a future date to complete the endovascular procedure. The patient is asymptomatic and currently in stable condition. There have been no additional adverse events reported for this patient.